Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that at implant, the pacemaker did not appear to be functioning correctly. A loss of capture was also reported.~~~~~